Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. Upon positioning the lead, the helix was extended in desired location but initial numbers were unsatisfactory and the helix was retracted. The helix required several rotations to retract due to tortuosity. Upon retraction of the helix, the physician elected to remove the lead from the patient and visually inspect the helix to ensure no tissue was lodged in the helix. The helix was easily extended on the back table appropriately, however a small amount of tissue was seen in the helix and the physician attempted to remove the tissue using forceps and inadvertently bent the helix. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.